Event description:
It was reported the bronchovideoscope image blacked out when the angulation was applied. This issue occurred during a therapeutic endotracheal procedure.there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the customer's allegation could not be replicated. The complaint event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.